Event description:
It was reported that during the case, the surgeon had difficulty inserting the plate into the cage. Then there were difficulties in removing the plate from the cage. A new cage and plate was used to complete the case without any impacts on the patient. This report is two of two for this event.

Manufacturer narrative:
Corrected information in d4: UDI, d9, and h3. Additional information in d4: expiration date, d8, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: product was returned and evaluated. It was found to have bound and deformed due to the binding as reported. The complaint is confirmed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to the plates being inserted off-axis. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. . Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference 3004788213-2020-00218.

Event description:
It was reported that during the case, the surgeon had difficulty inserting the plate into the cage. Then there were difficulties in removing the plate from the cage. A new cage and plate was used to complete the case without any impacts on the patient. This report is two of two for this event.